Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 800 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was not known. Customer was treated with intravenous fluids of saline and insulin and potassium supplements to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer declined further assistance for supplies or system check.